Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable and an open pulse wire between ECG 'a' and the front therapy electrode. The root cause for the open pulse wires was excessive force on the cables. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.